Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged during bypass surgery. The patient presented for lead revision procedure on (B)(6) 2019. The lead was explanted and replaced due to tissue growth at the helix, likely forming after the lead became dislodged. There was no allegation of malfunction on the lead. The patient was stable throughout the event.